Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had pain/discomfort from the capsule placement and stated that they had not been able to eat since the initial placement. After speaking with the patient, technical support called the medical facility where the capsule placement occurred and requested the physician contact them regarding the patient's issue. The physician called back and requested contact from the medical advisors to discuss options to remove the capsule. The patient was at the medical facility and is in stable condition but remains in pain. Medical affairs spoke with the physician who stated he wanted information regarding techniques to remove the capsule from the patient, which were provided. The physician followed up later to advise that he had not been able to remove the capsule with the techniques discussed, and would like contact information for an expert in the area, so he was referred by medical affairs.

Manufacturer narrative:
During further follow up, it was stated that the patient will have the capsule removed at an alternate facility. No details on the patient status were provided. If information is provided in the future, a supplemental report will be issued.

Event description:
During further follow up, it was stated that the patient will have the capsule removed at an alternate facility. No details on the patient status were provided.